Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status and poor vad filling. Low flow may occur if the alarm threshold is set too close to the average flow. With review of the available information this patient's reported coagulopathy is a factor that appears to have contributed to the event with no indication of any related device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that after implantation, the watts reached to 8-9s (speed was 2500rpm), then the pump was stopped. After restarting the pump, it did not work properly. It reached 300-400rpms only and started and stopped by itself. Subsequently, the pump was exchanged. There was no patient injury. The patient is currently at the hospital in his normal post-op period but will be discharged as soon as possible with full recover. There was no reported significant delay during the exchange.

Manufacturer narrative:
Corrected data: section h1: type of reportable event.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Corrected: h1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hvad pump ((B)(4)) and controller ((B)(4)) were returned for evaluation. The outflow graft was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump and outflow graft met all requirements for release. Log file analysis revealed a motor start event was recorded at 09:56:58 likely occurring during the pre-implant wet test. Another motor start event was recorded at 11:00:50. 1 data point was recorded on (B)(6) 2016 at 11:09:59 with a power consumption of 7.0 watts, above the normal operating range and confirming the reported event. The recorded data point was followed by a vad stopped command sent at 11:13:43. Another motor start event was recorded at 11:14:15 followed by a vad stopped command sent at 11:16:36. A vad stopped alarm was recorded at 11:28:07 followed by a vad disconnect alarm at 11:28:21 indicating that the driveline had been disconnected from the controller. The recorded motor speed during the vad stopped alarm was 472 rpms. Analysis of the pump revealed that the device passed visual inspection and dimensional verification. Functional testing revealed a power shift condition during the post explant wet test which does not correlate with the complaints as this was not the source of the reported increase in power consumption. The power shift condition was not present at the time of pump release which may suggest it was introduced during use. Additionally, this deviation does not correlate with the reported complaint as the maximum power attained during the power shift 2.55 watts is significantly below the reported 8-9 watts occurring during the high power event. Independent pathology report revealed evidence of thrombus within the pump. The returned controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. It is likely that the thrombus was ingested into the pump leading to the reported vad stop event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.